Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The red image was not confirmed as the event was unable to be reproduced. Insufficient color rendering likely occurred due to wear and tear. The damaged optical fiber bundle likely occurred due to improper handling by the user. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the telescope had a red image, and could not perform white balance. The issue occurred during preparation for use of a therapeutic gallbladder laparoscopic surgery. There were no reports of patient harm. There was no delay and the intended procedure was completed with a similar device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted. D10/medical product: video telescope "endoeye hd ii", 10 mm, 30°, autoclavable (added due to character limitation in respective field).